Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope and performed a device evaluation. The customer reported complaint was confirmed. Failure analysis discovered that the attached endoscope adapter (aea) retaining ring or screws were missing. In addition, desiccant container damage or loose desiccant balls were noted. A review of the site's complaint history does not show any additional complaints related to this product. No images or videos were shared for the event. A review of the system logs revealed that the endoscope was last used successfully on (B)(6) 2021 on (B)(4). This last usage of the device per the log review matches the reported event date, indicating that the endoscope was not used after the date of the reported event. This complaint is being reported based on the following conclusion: a dislodged camera adapter could result in poor camera control, which could cause unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the base of the 30 degree endoscope was disconnected from the housing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer to request additional information regarding the event. However, as of the date of this report, no further details have been provided.